Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was missing. Insulin pump had crack on left side of screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device pass displacement test. Device received with cracked case from display window corner, cracked lcd window, cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).